Event description:
I purchased an invacare model #isg4002654 blood pressure monitor after my doctor told me she wanted to monitor my blood pressure at home because she was considering putting me on high blood pressure medication. I made my first purchase in 2009. I used the monitor at home and my blood pressure according to the invacare machine was around 135/140 systolic, this was low enough that I did not need blood pressure medication. However, after having two more blood pressure checks at my doctor's that were over 150 systolic, I bought my invacare blood pressure monitor into my doctor's office and they made sure I was using it right, then we compared between the invacare model and the doctor's office bp machine. The numbers were off by more than 12 points systolic. We repeated the comparison with the same results. I called the company I purchased the machine from, united health care products, and they sent me an identical invacare bp machine. Because of the above mentioned problem, I did not trust the machine so immediately compared it again with my doctor's machine. Unfortunately, again the systolic and dia were always much lower than my doctor's machine. Unfortunately again the systolic and dia were always much lower than my doctor's, bp machine. I called invacare for assistance and was told I must be doing something wrong. They wanted me to purchase a larger cuff, despite the fact that my bicep measurements are within their parameters for the cuff I have, and I can get two fingers in the cuff as instructed. Invacare offered no further assistance with this matter. I now have two new blood pressure machines that repeatedly produce lower blood pressure states. I gave the machines to two friends that have normal blood pressure to also compare. They both reported the blood pressure machine reported consistently lower blood pressure readings. One of the friends is an army medic and he said, "if my blood pressure was that low I would be dead." I reported this to invacare in an e-mail and have received no response. My concern is that people like me that are border line in need of medication will rely on these machines and not get the medication they need or consult a doctor because they believe their blood pressure is ok. In my case my doctor went ahead and put me on blood pressure medication. But what of the thousands of people that purchase this machine and for whatever reason it reports very low blood pressure when they may in fact be in need of medication? I know that two machines do not make a scientific study, and I also realize that there still could be a user problem, but if that is the case, the problem is so difficult even a trained nurse and an army medic are not applying the cuff correctly, which is hard to believe. Please investigate this issue, as the "silent killer" may be taking people unnecessarily after they have relied on this machine. Dates of use: 2009. Diagnosis: high blood pressure monitoring.